Event description:
Cocr rod broke approx 20 months post-operatively. The pt was revised and the rod and screws replaced, however, the rod is unavailable for eval.

Manufacturer narrative:
Very little details surrounding the incident have been made available, however, this report is being filed as a precautionary measure. Attempts are underway to find out whether the pt had a fall or some contributory factor. Unfortunately, the rod was not made available to the company for eval. The mfg records for that lot were reviewed and there were no material or mfg defects. X-ray have been requested but have also not been made available for review.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the fractured rod has been discarded, no physical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of applicable material, inspection, manufacturing and distribution records of possible device manufacturing dates according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. According to the applicable product line risk related documents, k2m has identified that the rod may have failed due to surgical technique. Several other causes which may have been contributed to this issue could be excessive force/trauma, inappropriate activity during recovery as identified in the IFU. A review of all applicable risk related documents revealed that k2m addresses potential rod fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the complaint trends related to this rod and fracture did not reveal any contributing information.